Event description:
On 05/27/1997, the MFR rec'd info via fax from the intl dist regarding a customer in their territory. The report states the following: co's customer has returned twenty-five pieces from this lot due to serious leakage on one of the devices. This incident was reported to the swedish medical authorities and is classified as a critical defect and a serious risk to the pt. Additionally, it was stated that the customer claimed that they had also checked some more of the devices against this lot and found the same problem, leakage on the arterial side. The dist stated that they were returning the remainder of the lot to the MFR along with the one used sample (device in question) that leaked. No further details were provided at this time.